Manufacturer narrative:
Investigation: terumo bct support specialist advised the customer that the extra 300ml of saline will not be included in the fluid balance because the spectra optia machine does not know it was given. The customer stated that the extra fluid will not be a concern for the patient. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Per the customer's description of the event, after starting the procedure (patient connected),the machine alerted with an inlet pressure alarm at which point the roller to the saline line was opened. After this event, the operator observed that the saline was flowing from the bag and noticed the red saline line clamp was still open. The operator states that approximately 300ml of saline was drained from the bag before the clamp was closed and the saline stopped flowing. The patient's tbv was 4400ml. This results in 6.8% hypervolemia when considering the worst case situation of all of the saline having been delivered to the patient. Additional information: the 'procedural cautions' section of the spectra optia apheresis system essentials guide states that if the roller clamp on the saline line is left completely open when the patient is connected, the patient will be quickly infused with a large volume of saline. Root cause: the saline line roller clamp was unintentionally left in the open position, allowing up to approximately 300ml of saline to be returned to the patient.

Event description:
The customer reported that at the beginning of a therapeutic plasma exchange (tpe)procedure, they noticed the saline was running. The return saline line roller clamp was closed, but they discovered that the inlet saline line clamp had inadvertently been left open after receiving an inlet pressure alarm. The operator closed the saline line and continued the procedure. Per the customer, approximately 300 mls of saline was used. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to device malfunction, in the form of operator error, with the potential for injury has occurred.